Event description:
The hcp reported the patient was experiencing a loss of efficacy after undergoing a recent pump replacement. It was determined the pump/catheter connector was broken. A new connector was implanted and the patient is reported to be ok following the event. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal - connector broken around suture ring.